Event description:
A pediatric flowmeter/humidifier holder was attached to an oxygen concentrator. As a parent was carrying the child, the flowmeter and humidifier became disconnected. Water went up the nasal cannula and up the baby's nose. The baby stopped breathing and CPR was done to restore normal breathing. The pt was kept in the hosp overnight for observation and released the next day.

Manufacturer narrative:
In order to further safeguard against inappropriate use of co's product, co will send out a product bulletin to all known recipients of any oxygen products highlighting that this device should only be used with model pv5l oxygen concentrators.